Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose was around 397 mg/dl. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The customer uses the auto mode feature. The insulin pump will not be returned for analysis.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose was around 397 mg/dl. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. It was unknown if customer was using the auto mode feature at the time of the incident. The insulin pump will not be returned for analysis.